Manufacturer narrative:
Investigation results were made available. DHR-review: ref: (B)(4) ; lot:2806923 yield:20. Delivered:20. Delivery date: 22.05.2015. No ncr were found. Raw material certificate reviewed on: mar 05, 2019. Sterilization certificate reviewed on : mar 5, 2019 the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: medical : infection. Event description: it was reported on october 15, 2015, the patient developed an infection, which required a washout on 30 october 2015, and antibiotic therapy. Review of received data: 2 x-rays were received for the investigation. One is dated nov 21, 2018 (out of time frame of this complaint) and the other is apr 10, 2015. No radiographically apparent hardware complication is detected. See cmp-0475579 (warsaw split case) for the detailed x-ray review report. Review of the primary operation notes dated oct 02, 2015: the patient underwent a right total hip arthroplasty on oct 02, 2015 due to osteoarthritis. A maxera ceramic system with a m/l taper stem and a biolox option head were implanted. The patient developed an infection on october 15, 2015 and underwent a wound washout with antibiotic therapy. Patient visited the surgeon on oct 28, 2015 as he development superficial infection that was leaking serous fluid. The culture came back positive. As of october 30, 2015 the patient had seropurulent discharge with surrounding erythema. Cultures determined that there was no deep infection. As of november 06, 2015, the patient's hip was performing well without any pain and the wound was healing. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Sterilization certificate of the biolox option head is reviewed and confirmed that it is conforming to the specifications. Conclusion summary: the investigation results did not identify a non-conformance or a complaint out of box (coob). Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Sterilization specification of the device certifies the suitability of sterilization. Sterilization certificate is reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Based on the given information and the results of the investigation the complaint could be confirmed, however, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). Note: the following incidents are associated with this case: (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
Concomitant medical products and therapy date: item number 00151505644, item name liner and shell with plastic barrier 44 mm i.d. 56 mm o.d. Do not remove ceramic liner do not reposition cup after final seating, lot # 62910283. Item number 65771100920, item name femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 extended offset, lot # 62831841. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. The manufacturer received other source documents for review. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that following the implantation of the device the patient developed an infection. Subsequently patient underwent a washout on (B)(6) 2015 and antibiotic therapy.